Manufacturer narrative:
Evaluation conclusions - other, a follow-up report will be submitted when the device evaluation has been completed.

Event description:
Problem with a bond on contrast line. When aspirating the contrast from the bottle they observed air bubbles arriving in the syringe. Kit was exchanged. No air was introduced into the patient. The account reported 6 defective devices but no information to distinguish between events was reported. Therefore, only this MDR is filed.